Event description:
During the index procedure two endeavor sprint drug-eluting stents were implanted in the rca. And one endeavor sprint drug-eluting stent was implanted in the lcx. Revascularization of the right pda occurred approximately 18 months post index procedure with the implantation of an endeavor sprint drug-eluting stent. It was assessed that the event was not related to the device. Another revascularization was performed approximately 23 months post index procedure. A non-medtronic stent was implanted in the lad. Investigator indicated that the reported event was unrelated to the study device. Approximately 30 months post index procedure patient underwent revascularization and had non-medtronic stents implanted in the lad. Approximately 35 months post index procedure the patient underwent another revascularization of the 1st diagonal. A non-medtronic stent was implanted. A ptca was also performed on the lad. Investigator indicated that the reported event was not related to the study device. Patient recovered with treatment. Approximately 35 months post index procedure the patient suffered a mi. Investigator assessed that the event was not related to the device and the patient recovered with treatment.

Manufacturer narrative:
Results: inherent risk of procedure (myocardial infarction). Conclusions: inherent risk of procedure (myocardial infarction). (B)(4).